Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, so customer could not interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, chose to perform reset, and was able to interact with pump screen again following reset; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.